Manufacturer narrative:
All buttons functioned properly. However, insulin pump had moisture damage on the keypad traces. The insulin pump passed self-test with no alarm noted. The insulin pump received with cracked reservoir tube lip and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone, the insulin pump had alarmed radio frequency pic failed self-test when they were in the doctor's office. Troubleshooting for the alarm was not finished due the buttons were not responding. Customer's blood glucose was unknown. Customer's mother didn't recall any significant event which may have caused the keypad issue. She was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.